Event description:
It was reported that the patient presented in clinic for a postoperative check following Right Ventricular (RV) lead implant. A device interrogation found that the RV lead exhibited high capture threshold, resulting in the patient being in heart block. The RV lead was explanted and replaced. The patient was stable throughout.